Event description:
It was reported that the lead impedance measurements were greater than 4,000 ohms on the bipolar electrode pairs: 0,1,2, and 3. It has been like this since implant. Further information is being requested from hcp.